Event description:
Placed patient on ventilator, low oxygen flow alarm activated. Patient removed from ventilator, manually ventilated while vent moved to alternative flowmeter. Vent again alarmed low oxygen flow alarm. Patient removed from ventilator, manually ventilated. Ventilator changed out.